Manufacturer narrative:
Device evaluation: product evaluation was not performed, because the product has not been received. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system, revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 8/24/2020- 11/14/2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was explanted from patient right eye due to unhappy with initial aim (-2.00) and wishes to switch to plano. The impact to the patient is decreased uncorrected visual acuity (va). There was no suture, incision enlargement or vitrectomy performed. Patient was doing excellent post-op. Procedure was completed successfully using replacement lens same model as suspect lens, but lower diopter power, serial number (B)(4). Visual acuity pre-op (pre-initial implant): 20/100. Visual acuity post-op (post-initial implant): 20/100. Visual acuity post-op (post-replacement): 20/20. No further information provided.